Event description:
Battery continues to overheat.

Manufacturer narrative:
The unit was returned for repair and was recalibrated and tested. It met all specifications after the calibration was completed.